Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have no physical damage on the cables. There was no problem detected. The instrument was fully functional. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completing as planned with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.